Event description:
It was reported the pt was unable to turn their stimulation back on with their pt programmer following a CT scan. It was confirmed with a pt printout that the battery status of the ins was ok. No symptoms or further outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.